Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 379-unknown mg/dl). Pump supplies were changed and a bolus was delivered to address bg. As event occurred in the past, recommendation was made for customer to discuss elevated bg with a healthcare provider.